Manufacturer narrative:
This information is based entirely on journal literature. This event occured outside of the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "catheter ablation of accessory pathway in the treatment of pacemaker-mediated tachycardia." Pace pacing clin. Electrophysiol. April 1 2012;35(4):e74-e76.

Event description:
A journal article was reviewed that contained information regarding this device. The patient presented with fatigue and palpitations. Interrogation of the device showed episides of pacemaker-mediated tachycardia (pmt). The patient had a "successful" ablation procedure done. During the follow up time of three years, the patient had no episodes of tachycardia (pmt). No patient complications have been reported as a result of this event.